Event description:
A laparoscopic tubal sterilization using bipolar coagulation was being done. Upon completion of the coagulation, the dr noticed a whitish area on the cornua of the uterus. It appeared to be a burn. The instrumentation did not show any problems. No remedial treatment of the affected tissue was necessary.